Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter claimed the battery was hot to the touch when she removed it after receiving a replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013 device evaluation:the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings:a visual inspection of the pump showed no damage to the battery compartment. There was no battery cap returned with the pump; a test battery cap was able to fit properly on the pump. The pump was unable to power on and gave auditory and vibration alert. The display screen remained blank. Further testing was unable to be performed to adequately investigate the reported temperature issue due the failure of the pump to power on. The pump¿s cover was removed and inspection showed no intermittent condition to the power circuit.